Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2204902 presented no issues during the manufacturing process that can be related to the reported event. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for additional testing. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynxgrip vascular closure device (vcd) could not shuttle down and got stuck halfway. Another unknown vascular closure device was used to complete the procedure. There was no reported patient injury. The device was stored per labeling. The device will be returned for evaluation.

Manufacturer narrative:
As reported, a 6/7f mynxgrip vascular closure device (vcd) could not shuttle down and got stuck halfway. Another unknown vascular closure device was used to complete the procedure. There was no reported patient injury. The device was stored per labeling. The product was returned for analysis. Non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock closed. The sealant was not returned with the device. The advancer tube remained on the device covering balloon proximal tip. The advancer tube was pulled back proximally and found properly engaged to the distal tamp lock, the procedure sheath was returned with the device. A simulated deployment test was performed, and the shuttle cartridge was able to be advanced and retracted to the black handle without issue per the mynxgrip instructions for use (IFU). A product history record (phr) review of lot f2204902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿ shuttle advancement issue¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, it instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.